Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the device shuts off automatically. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection found contamination on the interface connector pins. The device did not power on and off using battery power but was able to power on and off using ac power. The unit powers off when switching from ac power to battery power. The device remained on throughout duration of testing while docked on a known good root. Battery diagnostics found the voltage is 3.3v and the full charge capacity is 141mah, the battery is rated for 3.7v and 4200mah. The device does not power on using battery power due to a defective battery. Internal inspection found the contamination on the interface connector pins causes the pins to have a low spring back force which can cause the pins to not make proper contact with the docking station. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device shuts off automatically. No patient impact or consequences were reported.